Event description:
Pt was given a bolus of renalin positive n.s. After it had been checked twice to be negative, a third check using a different lot # revealed the system to be positive for renalin, after pt was initiated and reacted. Verified malfunction of strips by checking another machine (lot # was negative while another lot # showed positive).